Event description:
It was reported the patient presented for a routine device exchange. Prior to the procedure, it was discovered the right ventricular lead exhibited high pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition.